Event description:
It was reported that the insertable cardiac monitor (icm) insertion caused bleeding at the site that needed surgical intervention to stop the bleeding. The patient bleeding was stopped and a suture was used to complete the insertion. The patient was discharged normally. The device remains in service. No additional adverse patient effects were reported.